Event description:
Additional information was received from the patient. After CT and MRI for low back pain diagnosis, there was no mention of migration or displacement of a lead in the study results. It was reported there was no shocking sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stim implantable pulse generator (ipg) experienced a shocking sensation down their leg, and there was a possibility of lead displacement. The patient was scheduled for an l-spine and sacrum magnetic resonance imaging (MRI). An x-ray was conducted, and the implantable neurostimulator was turned off, with instructions to follow up with the physician. The MRI and MRI eligibility report were reviewed. The resolution involved educating the customer and providing information.